Manufacturer narrative:
A lumenis service engineer visited the site seven (7) days after the reported event, and examined the laser system. The engineer was unable to duplicate the problem, and found no issues with the system. The device was found to have met lumenis specifications and ready for use. A review of the subject device DHR confirmed that the subject device was installed at the customer's site on 25-aug-2004. A review of system risk files (1001481_r) revealed risk #10.2.5; " system failure", which has the potential to lead to prolonged procedure, or ineffective treatment, which may require re-operation. The risk has been quantified and found to be slight, and the risk likelihood has been characterized and documented as acceptable within full risk assessment. In this case, the patient was awakened from anesthesia & the procedure was subsequently cancelled. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event. According to the gso expert, the root cause is a cooling system pressure switch fault (e81). It is most likely a false alarm, related to the pressure switch. It can be solved by replacement or calibration of the pressure switch. Unrelated to the event, lumenis has initiated CAPA # (B)(4) to further investigate, and address cooling flow errors with the ultrapulse encore/co2 laser. This complaint is being closed to cap 18020, and therefore, follow-up MDR is not required. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor, per global complaint handling sop ((B)(4)), and per post marketing surveillance procedure ((B)(4)).

Event description:
A user facility reported that during a co2 re-surfacing procedure in which a lumenis ultrapulse encore co2 laser system was being utilized the system stopped, and displayed error 23" post failed" and error 81 "coolant flow inadequate". Unable to complete the procedure. The patient was awakened from general anesthesia, and the case needed to be rescheduled. No report of patient complications, was received, and no report was received alleging the device malfunction caused, or contributed to any change in the patient's condition.